Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(6), ubd: 15-may-2016, UDI#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-feb-28: information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported after their ins was replaced, they had pain and swelling directly over the lead paddle. Patient is now getting20% as effective therapy on their right side. 2024-may-03: additional information was received from the patient. They reported that they refused to tell the patient anything. They purposefully did not image the injured area to avoid responsibility. They maybe have 20% coverage on their right side now. Hcp gave no post-op instructions aside from 3 pages warning them of the dangers of opiates. Patient stated they feel a strange pulling sensation at the injury site. Patient said they are just a chronic pain sufferer so they dont care. Issue is not resolved. Patient said they were referred to have their spinal cord system (scs) removed. Patient said they have plenty of issues that have gone completely untreated because of the garbage in their back. Patient said they just love how everyone keeps promising they'll tweak it so they dont feel it but the adaptive stim is slow to recognize body position changes and they end up almost unable to breathe. Hcp inaccurately represented the capabilities of the spinal cord stimulator (scs) system, suggesting that replacing the battery unit alone would make it MRI-safe and controllable via a smartphone application. This misinformation led to a misguided sense of hope and excitement following the appointment. Patient's primary concerns were related to their right shoulder and knees. Despite being assured of ce rtain features, the patient learned on the day of surgery that nothing the doctor promised was actually available or even possible. This discovery, coupled with the post-operative development of a painful/tender lump near the paddle lead site further eroded their trust in the hcp. Patient's continued inability to obtain any MRI imaging post-surgery have further compounded the challenges they face in accessing proper healthcare.

Manufacturer narrative:
H1: a correction was made to update this event to a malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient repeated allegations and voice frustrations with hcp. Patient stated that the paddle lead portion of their implant where is not where it was pre-op. Patient stated they had immediate post-op pain where the battery wire met the paddle lead. Patient stated they still feel it until this day. Patient stated sometimes its painful and sometimes it feels like its pulling.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.